Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 250mg/dl. Customer indicated that they will treat elevated bgs by delivering a correction bolus. System check was performed and it was determined that the pump performed as intended, however it was found that the customer was using cold insulin. Customer was advised not to use cold insulin. Customer is in contact with healthcare provider regarding potential settings changes.